Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that when her back surgery (unrelated to device) was done; the device was knocked out of place and it caused cramps in one foot a lot. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to obtain information about when the patient first started experiencing this issue, to know the steps taken to resolve it and to know if it resolved. If additional information is received, a follow up report will be sent.